Manufacturer narrative:
(B)(6)

Event description:
The customer complained of an erroneous high result for 1 patient tested for crep2 creatinine plus ver.2 (crep2) on a cobas integra 400 plus. The initial crep2 result was 113.8 umol/l. The sample was repeated twice with results of 85.0 umol/l and 82.1 umol/l. The erroneous result was not reported outside of the laboratory. There was no allegation that an adverse event occurred. The crep2 reagent lot was 337719. The expiration date was not provided.

Manufacturer narrative:
The customer had added an extra wash cycle on the instrument. Prior to adding the extra wash cycle, the customer stated they had one questionable crep2 result per day. No specific results were provided. After adding the extra wash cycle, the customer has not had any other questionable high crep2 results.

Manufacturer narrative:
Qc data is within acceptable range. No other tests are affected. The high crep2 results are most likely related to cholesterol reagent carryover. The investigation was unable to determine a definitive root cause.

Manufacturer narrative:
Qc data is within acceptable range. No other tests are affected. The high crep2 results are most likely related to cholesterol reagent carryover. The investigation was unable to determine a definitive root cause.